Manufacturer narrative:
Date of event - the event date was not provided, (B)(6) 2019 was selected as the event date as it is the first day of the aware date.

Event description:
It was reported that the patient experienced pain and a burning sensation after two wallstents (16x90mm and 14x16mm) were implanted in the patient's leg. The patient has communicated with her health care provider and no additional intervention was reported as a result of the event.